Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the coating of the hi-torque spartacore 14 guide wire came off. A photo received from the account to show the malfunction confirms the coils were stretched and possibly unraveled. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break and stretched coils was confirmed. The reported peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported core break, stretched coils and peeling appear to be related to operation circumstances of the procedure. Based on the reported information, sem analysis, and returned analysis, it is likely that during advancement and/or the procedure the guide wire tip became kinked against the anatomy or other devices used. Manipulation, inadvertent mishandling or ductile overload ultimately resulted in the core break, coils damages and likely the appearance of peeling. Additionally, it is likely that the noted deep scratches on the guide wire teflon and core likely occurred during retraction through the torque device used in the procedure. The noted bends on the guide wire likely occurred during packing for return analysis. Corrosion was noted on the guide wire and likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na